Event description:
Reportedly, upon clipping the tissue the instrument was squeezed but when the clip was closed it cut the vessel. Clid did not stay on the vessel as expected. Another instrument was opened and the same situation occurred. Reportedly some bleeding occurred at the application site. Procedure type: vascular.